Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer could not remove the monopolar curved scissors (mcs) instrument from arm 3. The universal surgical manipulator (usm) led was flashing amber. On inspection via endoscope, the instrument looked bent, unable to be removed through the port. Customer contacted technical support for assistance. The technical support engineer (tse) requested caller to try to straighten instrument tip by using instrument release key (irk) but it did not work. Tse advised caller to lift cannula and instrument out of patient by raising the arm. Instrument and cannula were removed together from arm 3. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly .040"¿ x .031¿ in size. A review of the logs showed a user recovered a recoverable fault and was followed with error code 1169, which is a cannula sensor error. Functional tests are unable to be performed due to the returned condition of the instrument.